Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated the stent came back down artery and then needed to be retrieved with a snare. Calcified lesion pre-dilated by 8mm balloon. Stent wouldn't pass, attempted to retrieve through 7 fr sheath. Stent couldn't be removed through the 7fr sheath.

Event description:
N/a.

Manufacturer narrative:
Additional information: d10.

Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint an advanta v12 covered stent 9mm x 59mm x 120cm was attempted to be passed through a lesion that had been pre dilated with an 8mm balloon. The details provided also indicate that the stent would not pass so the physician attempted to pull the catheter and undeployed stent back through the sheath. It is presumed that the stent was pushed off the balloon upon withdrawal back through the sheath. The device had been returned and upon inspection of the returned device, only the stent had been returned with the snare device. The balloon catheter was not returned. This is an important part of the investigation as without the catheter a determination of the conditions experienced during the case cannot be fully assessed. The stent as inspected was extremely damaged. One end of the stent appears to be partially opened and is not clear as to how this occurred. It is possible the stent was attempted to be captured by partially deploying the stent with the balloon of the catheter. The center of the stent does not appear to have been deployed or inflated and the other end appears does appear to have been deployed or inflated. Based on the details of the complaint it appears as if the undeployed stent was attempted to be withdrawn back through the introducer sheath after being unable to pass the undeployed stent through the lesion. In this regard, the instructions for use (IFU) cautions the user the following in the warnings and cautions section "do not pull an unexpanded stent back through a guiding catheter or sheath." The reason for the warning and caution is that there is a possibility the proximal end of the stent can make contact with the distal end of the introducer sheath. If this occurs, it is plausible that if too much force is applied the stent can be pushed out of its crimped position and off the balloon all together. The IFU also cautions the user the following: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." The IFU also warns the user regarding removal of an unexpanded stent the following: "removal of an unexpanded or partially expanded stent: extreme caution must be used when removal of an unexpanded or partially expanded stent is necessary. The stent/delivery system should be withdrawn until the proximal end of the stent is aligned with the distal tip of the sheath. The sheath and the stent/delivery system should then be removed as one unit". Being that the stent was unable to pass through the lesion, it is possible that the stent was dislodged off its crimped position on the balloon if it had become stuck in the lesion. The IFU in the contraindication section states the following: ¿heavily calcified lesions resistant to pta" a review of the device history records shows that the stent retention data that is collected as part of the product acceptance criteria shows that the minimum stent retention value observed was 14.1 newtons (n). The product requirement document for the advanta v12 stent delivery system shows that the stent retention must be 5.5 n or greater. In this regard the minimum stent retention value observed was 14.1 newtons and above the requirement. A review of the device history records shows that this production lot of catheters passed all quality and performance criteria during the manufacture of the product and there were no changes to the product requirements that would have contributed to the reported incident. Based on the details of the complaint and evaluation of the returned product there is no evidence that the advanta v12 was faulty, rather the lesion appears to have been too tight to allow passage of the undeployed stent so as to properly position the stent resulting in a stent dislodgment either from the lesion or from attempting to withdraw the stent back through the introducer sheath.